Event description:
The customer called reporting the unit of measure changed on their freestyle meter. The customer also reported seeing error messages and a battery icon which are indicative of memory overwrite.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.